Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus elite ous mr 32 x 2.25mm stent delivery system was returned for analysis. The device was received with the stent protector covering the crimped stent and the mandrel loaded through the wire lumen. The protector was removed and an examination of the crimped stent found struts stretched and bunched approximately 1cm distal from its proximal edge. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found a kink in the hypotube. The kink was located at 21.6cm distal from the strain relief. A visual and tactile examination of the outer and mid-shaft section identified a midshaft kink at 3.6cm proximally from the port. No other issues were identified with this device.

Event description:
Reportable based on device analysis completed on 06may2021. It was reported that crossing difficulties were encountered. A percutaneous transluminal coronary angioplasty was being performed. Vascular access was obtained via the right femoral artery. The 80% stenosed, concentric target lesion was located in the moderately tortuous and severely calcified right coronary artery the lesion contained >45 and <90 degrees lesion bend. A 32 x 2.25 promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The procedure was cancelled, another of the same device was not available. There were no patient complications reported and the patients status is stable. However, returned device analysis revealed a stent damage.